Event description:
It was reported that the existing ams700 inflatable penile prosthesis (ipp) would be explanted on (B)(6) 2019 due to an infection. The device remains implanted.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to infection. All components were removed. It remains unknown what other action was taken at that time or whether the explanted components will be returned. A supplemental report will be filed should additional information received or the device returned for analysis.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Associated reservoir - model #: 720185-01, lot #: 1000056071.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to infection. All components were removed. No additional patient complications were reported. A supplemental report will be filed should additional information be received.